Event description:
A pt reported that their meter would keep prompting the clean test area message. This issue was not resolved with troubleshooting. Pt was sleepy and feeling weak. There was no medical intervention or treatment given. Pt also reported a precision test with results of 300 mg/dl and 157 mg/dl on their meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20% and/or <20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. No further information has been reported.